Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an error message and then they were unable to perform fluoroscopy x-ray. There is no report of patient injury.